Event description:
(B)(4). Hot flashes, night sweets, nausea, vomiting, migraines, fatigue, weight gain, hair loss, extreme severe cramps, heavy bleeding, leg pain, swelling, rashes, acne, poor quality of life. Very hard to work a full time job because of all the pain associated with essure.